Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 4 was deployed and hemostasis was achieved. Before moving the pt off of the table, the pt stated that "something popped". Immediately, the pt's abdomen started to swell. A computerized tomography scan later showed that the pt had an intra-abdominal hematoma. The pt rec'd two units of blood, and extra fluids, and an abdominal binder was placed. The puncture site was soft with no evidence of a hematoma. The pt remained in ICU for two days and was discharged. No further complications were reported.